Event description:
Manufacturer representative reported, the patient experienced upper leg cramps and foot pain during reprogramming, whether the stimulator was on or off. This started soon after the device was implanted. The pain caused the patient to pass out once. The patient kept the device off for one month resulting in no discomfort. The patient turned the device back on and the leg cramps resumed. The patient has good stimulation otherwise. The patient no longer uses the device since the patient no longer has leg and back pain. No report of device explantation. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.